Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2021 and one previous instance of the claimed fault had already been reported in complaint in 2021. Based on the repair and taking into account the manufacturing date of the unit, it cannot be ruled out that the most likely cause of the reported event can be traced back to a corroded/damaged motor bearing, probably due to environmental conditions the pump has been working in. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device gave an overheating error message on patient side during procedure. There was no patient injury.

Manufacturer narrative:
A.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, patient circuit 1 pump was replaced and temperature sensors calibrated. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.